Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch verioiq meter was displaying an ¿error 2¿ message. Per the owner¿s booklet this error could be caused either by a used test strip or a problem with the meter. This complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged error message began to appear on the morning of (B)(6) 2014. The patient informed the csr that she manages her diabetes with insulin (no adjustments) and continued to take her usual dose of insulin despite not being able to test with the subject meter. The patient reported developing symptoms of dizziness and ¿high bg symptoms¿ on the afternoon of (B)(6) 2014. It is not known what treatment, if any, the patient received in response to the symptoms. At the time of troubleshooting, the patient confirmed the error message was not appearing when the subject meter was manually powered on. The csr noted that the patient was following the correct procedure in applying the sample to the test strip. The error message remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reported developing ¿high bg symptoms¿ after the alleged meter issue began. The subject meter could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.